Manufacturer narrative:
An evaluation was performed by the supplier. The returned scope was evaluated and it was determined that it was subjected to unauthorized third party repair. We do not support third party repair of our product. All repairs should be handled by the supplier only.

Event description:
It was reported that during an unknown procedure the device was bent and they can't see through it. The procedure was completed with a backup device with no delay or patient injury reported.